Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. A pre-cautery test was performed on the device with a reference power supply and hemopro 2 tool. The device passed the pre-cautery test; the hemopro 2 device produced energy and steam, and did not remain activated. Based upon the functional test, the reported complaint, "failure to deliver energy" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 cord stopped working. A new cord was used to complete the procedure. There were no pt effects. The product was returned. The hospital does not believe that the cable was used more than the recommended 60 times.